Manufacturer narrative:
There has been no parts related to this chair that have been returned to the manufacturer as of this date.

Event description:
Sunrise sale's rep received a call from the end-user's son that a bolt in the back broke causing his father to fall out of the chair. The end-user was taken to emergency for precautionary measures. There was no injury to the end-user and he was released the same day.